Event description:
Clinic notes noted that on (B)(6) 2013 the patient experienced an unwitnessed fall associated with a seizure that resulted in facial trauma to the nasal bridge. It was noted that following this incident the patient's seizures increased. The seizures varied from 1-4 per day both nocturnal and daytime. It was noted that following a stat scalp eeg demonstrating almost continuous spike and wave and non clinical seizures, the patient was hospitalized overnight for continuous eeg, further observation and treatment. The device output current was increased to 3.5ma and the on time was decreased to 7 sec and off time to 0.3 mins. The patient's mother was provided with additional magnets since it was reported that the use of the magnet aborted the patient's seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's increase in seizures are not related to vns therapy.